Event description:
The customer reported water damage after going swimming with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. A corroded motor assembly was also noted during visual inspection.